Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 03-jan-2019 with the following findings: the battery compartment was cracked from the top above the pad to the cover part. The display was dim and pink. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed the battery compartment was cracked and the display was dim. This report is made based on results of investigation completed on (B)(6) 2019.